Event description:
The hosp reported that during a coronary artery bypass procedure, the flows on the blower mister were not regulated by the adjustment roller. The roller failed to remain in one position, which prevented the desired flow from being maintained. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).